Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6b, g1, g2, h6.

Event description:
Later healthcare professional reported "pain", "implant was intact but the shell was folded undenearth the implant", and any creases and hole, non-specific. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional confirmed left implant was intact. This record is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side rupture. Later patient reported "pain, folding and burst". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.